Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to pacing impedance measurements out of range on the right ventricular (rv) lead. Additionally, myopotential noise was noted; however, this was not sensed by the device. Technical services (ts) was consulted and provided troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated f10: device codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to pacing impedance measurements out of range on the right ventricular (rv) lead. Additionally, myopotential noise was noted; however, this was not sensed by the device. Technical services (ts) was consulted and provided troubleshooting options. This product remains in service. No adverse patient effects were reported. Additional information was received stating this pacemaker system exhibited possible non capture on the right ventricular (rv) lead. This pacemaker remains in service. No adverse patient effects were reported.